Event description:
The hill-rom field tech reported that the bed moved upward a few inches unintentionally. He found that the logic control board caused the unintentional movement. He replaced the logic control board to resolve the issue. There were no reported adverse events associated with this product malfunction.